Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they were near a 120 volt coffee maker and was "zapped" and now their stimulation isn't working and the controller won't pair to their device. Pt stated they called their doctor's office and were waiting for them to call back so they can schedule an appointment. Pt said, when they got shocked by the coffee maker, their ins was charged at 50% and went "completely dead" instantly. Pt said they have "no pain coverage at all" and pt had charged ins up to 100% and turned therapy on/off, but got sharp shooting pains through their l4 and l3(where leads are implanted) vertebra and said the pain "shoots straight up their back." Pt said they also have pain where the ins was anchored on hip. Pt said the pain was "messing with their sciatic nerve." Further information received from the manufacturer representative reported that the patient was feeling uncomfortable stimulation after charging the implant back up. They were going to meet with the patient on 12-nov. The issue was not yet resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.